Event description:
It was reported that during the implant procedure, the helix could not be manipulated after the first repositioning attempt. The lead also showed high impedances of greater than 2000 ohms, and high thresholds during the implant. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed. It was noted that the helix would not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated.